Manufacturer narrative:
Two devices were received for evaluation. Visual inspection of the first set showed the tp square was broken. Visual inspection of the second set showed the cone luer of the return line was twisted and crushed. The reported condition of both sets was verified. The cause of the condition for the first set could not be determined. The cause of the condition for the second set was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Initial reporter last name: (B)(6). Initial reporter address: (B)(6). Initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with two units of prismaflex st100, an external fluid leak was observed at the chamber for air removal for one unit. Another unit was "spinning" at the connection area of blue line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.